Manufacturer narrative:
The device is not available for evaluation. A photo was provided by the customer and is pending evaluation.

Event description:
The event involved a chemolock that disconnected from the alaris tubing while it was attached to the patient. Less than 10cc of chemotherapy leaked, causing exposure to the patient. Nursing staff was wearing ppe (personal protective equipment) so they had minimal exposure there was patient involvement, however no harm.

Manufacturer narrative:
No product samples were returned for investigation, however, a photograph was returned showing a cl2000s chemolock injector separated from the male spin luer of an infusion set. No DHR lot review was conducted because no lot number(s) was/were identified. A probable cause cannot be determined without return of the affected sample.